Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant cardiac troponin I result was unknown. The fse performed preventive maintenance, replaced the waste membrane pump, ran precision and qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant cardiac troponin I (ctni) result was obtained on an advia centaur cp instrument. The ctni result was not reported to the physician. The sample was rerun on another instrument in the laboratory and the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ctni result.